Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse noted that the sample reagent wash pump was unstable and replaced it and ran precision testing. Upon follow up, the customer stated the issue was resolved. The cause of the discordant, falsely elevated glucose hexokinase results was due to an unstable sample reagent wash pump. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated glucose hexokinase results were obtained on patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate advia instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated glucose hexokinase results.